Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 30 mg/dl with severe dizziness, confusion, and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that there were extra boluses recorded in the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia because of the pump delivering extra boluses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the pump powered on to the verify screen with audible and vibratory features. The pump was exercised for 24hr time period with no unprogrammed boluses delivered or recorded in the pump history during that time. There was no hypersensitivity to keys observed on keypad. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.